Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the patient noted small defects on peripheral optic edge. Additional information has been requested and received stated that event occurred after the lens was injected into the eye. The lens was still in the patient eye. The procedure was completed same day.